Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. No device characteristics were identified that would have cause or contributed to the previously reported out-of-range shock impedance measurements.

Event description:
Additional information was received indicating this device was explanted and returned for analysis approximately 2 years later due to an unrelated issue. No adverse patient effects were reported.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high, single, out-of-range (oor) shocking lead impedance (sli) measurement which was detected via patient remote monitoring system. The lead was retested and the measurement was within normal range. Also, all other measurements were within limits. The physician opted to monitor the patient. The system remains implanted and in-service. No adverse patient effects were reported.